Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's blood glucose level remained elevated (500 mg/dl) with ketones. Customer changed out cartridge and infusion set and attempted to deliver a correction bolus. Reportedly, the customer began delivering insulin through the fill tubing process. Customer treated ketones by continuously staying hydrated. During system check with tandem technical support, the pump performed as intended. Customer was reminded that the fill tubing process is not a method of delivering insulin per the user guide. Recommendation was made to consult with health care provider regarding prescribed pump settings.